Event description:
It was reported that the system failure primary audible. The event occurred during testing. There was no patient involvement

Manufacturer narrative:
E1 - initial reporter phone: ext (B)(6). Device evaluation: the customer reported problem of ¿primary audible alarm¿ was confirmed when reviewing the alarm history, finding multiple instances of primary audible alarm in tandem with auxiliary control unit (acu) watchdog. The pump¿s primary audible alarm was replaced, and the device passed all performance testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.